Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered only small insulin doses and did not correct prolonged hyperglycemia, with the user experiencing glucose up to 230 mg/dl for approximately four hours and making multiple consecutive meal announcements per sitting, which the user believed reflected device maladaptation. Symptoms included hyperglycemia without reported ketones, loss of consciousness, dizziness, or other acute complications, and no alerts for very high glucose thresholds were triggered. Outcomes included no medical intervention, no use of backup therapy, and no need for assistance. Investigation included complaint intake, product use history review, and user education and troubleshooting guidance that included a recommendation to work with a remote trainer to consider a reset. Investigation of this case revealed user interaction contributing factors, including repeated meal announcements that can disrupt adaptive insulin delivery, with no evidence of device hardware or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error and device maladaptation secondary to inconsistent inputs.